Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations from 1.5 years to10 months remaining in a span of less than 2 months. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations from 1.5 years to 10 months remaining in a span of less than 2 months. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported. The device was returned.